Event description:
Event description guidant received information that this right ventricular lead was repositioned due to loss of capture, a decreased r wave and impedance measurements. Electrograms were faxed to technical services and dislodgement was suspected. The patient was not symptomatic and had a good underlying rhythm.